Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a hospital has used a guide wire that was associated with field actions. No injury or complication was reported as a result. No additional information is available.

Event description:
It was reported that a hospital has used a guide wire that was within scope of field actions, however, no injury, complication, or device deficiency was reported as a result. No additional information is available.

Manufacturer narrative:
No failure of the device was initially reported and since the device was unable to be evaluated , as it was discarded by the user facility, this event was initially assessed incorrectly and would not be considered MDR reportable. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.